Event description:
It was reported that during a rectal mucosal prolapse syndrome, the device was misfired. And the shaft was damaged. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center, damaged adjusting knob, open handle seam. The analysis results confirmed that one instrument was returned non-functional as the stop cap and indicator were broken, consistent with over tightening the device to set the gap setting scale below the low b. In addition, the safety, the rotating knob pin and the handles were noted to be damaged. It is possible that excess force was used to close and fire the device due to thicker tissue or an uneven load of tissue on one side of the device resulting in the damages observed. In addition, the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. No functional test could be performed due to the condition of the device. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. A batch record review was performed and no anomalies were found during the manufacturing process.